Manufacturer narrative:
(B)(4). The customer replaced the lower liquid crystal display. The service engineer updated the software. The ventilator passed self-tests.

Event description:
It was reported that the ventilator's lower display was blank. The ventilator was not on a patient at the time of the event.